Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device weight to the specification, crease fold, and a deformation. Clouds and bubbles were observed after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture baker's grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture baker's grade IV and ¿replacing due to the recall¿. The device remains implanted. This record is for the right side.